Event description:
The customer reported ¿gastrostomy tube inserted on (B)(6) 2026. On (B)(6) 2026, dislocation due to tear in the balloon.¿ the device had been in use for 2 days when the balloon failure occurred, resulting in tube dislodgement. The patient experienced pain and required replacement of the gastrostomy tube, including an additional endoscopic procedure under intubation anesthesia. Intravenous antibiotics were administered. The patient¿s condition was reported as stable.

Manufacturer narrative:
The device history record for lot 30362868 was reviewed and the product was produced according to product specifications. No sample was returned for evaluation; therefore, the reported balloon failure could not be confirmed or replicated, and no definitive cause was identified. All information reasonably known as of 06 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.